Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving dilaudid 5mg/ml at 0.24mg/day via an implantable pump. It was reported that the pump stopped, it had reached eos (end of service) prior to replacement and the patient experienced withdrawal and return of pain. The environmental, external or patient factors that may have led or contributed to the issue and diagnostics and troubleshooting performed was noted as ¿n/a¿. The actions and interventions taken to resolve the issue was the pump was replaced. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event.